Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump continued to alarm failed batter test on it and its been shutting off and on. If the device is also bumped it will shut down. Customer's blood glucose was 220 mg/dl. Customer had to call back as he wasn't able to remove the battery cap to continue troubleshooting. Failed battery test alarm didn't continue after troubleshooting was performed and the customer was advised to monitor the device. No troubleshooting was performed for the device shutting off. A new battery cap will be sent to the customer to rule out issues with the battery cap. The device is not being returned for analysis.